Event description:
It was reported that during an unk procedure, during the first firing a couple of misformed and misfed clips came out of the device. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.